Event description:
Per the clinic the patient experienced tinnitus. Reprogramming attempts were made; however the issue could not be resolved. It was also reported that the patient was hospitalized in (B)(6) 2017, (B)(6) 2017 and (B)(6) 2018 and the patient was administered a steroid. The implanted device remains and the patient is being clinically managed by their health care provider.